Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The unit had cracked casing at a display window corner, cracked battery tube threads, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that her insulin pump alarmed with button error while she was programming a bolus. The patient's blood glucose at the time of incident was 250 mg/dl. During troubleshooting the customer noted that she was running a marathon and she was wearing her pump on her belt line. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.